Event description:
The customer stated, that she was hospitalized for low blood glucose and the reading was 31 mg/dl. The customer changed the infusion set two days prior to the hospitalization and she was not connected during the manual prime. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.